Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported mobile system blood glucose results of 387 mg/dl and 170 mg/dl within 10 minutes. Reported no adverse event. Reported a comparison from a different day, felt hypoglycemic, of 145 and 50 mg/dl mg/dl on mobile system within 10 minutes. Reported no adverse event. A request was made for the return of the meter and strips.